Manufacturer narrative:
(B)(4).this report of system error (se) 2240 (air in set) was not confirmed. The cause was undetermined.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) found on the home choice (hc) device during initial drain. The baxter technical representative (tsr) explained the message to the home patient (hp) and assisted the hp to cycle the hc . The hc alarmed se 2367. The tsr informed the hp to start over with new supplies. During troubleshooting, the tsr documented that the supply bag was leaking. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.